Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for a follow up, device vibratory notification alert does not activate. Device is under fsca battery advisory. Device does not show premature battery depletion yet. Physician decided to keep the device implanted for now. Patient has no adverse event and is stable.